Event description:
The customer called to report that the insulin pump had a frozen display and unresponsive buttons. Troubleshooting was performed. The device rested for two hours and the frozen display reoccurred. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display as a result of a keypad flex connector not being plugged properly.